Event description:
It was reported by the patient that she underwent right total hip arthroplasty in 2007, in which a durom acetabular cup was used. About 26 months post-op, she experienced pain and her surgeon has recommended a revision of the cup. Revision is scheduled for 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.